Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off unexpectedly. Customer¿s blood glucose level was 98 mg/dl. Customer confirmed pump display turned on when plugged into a power source, however based on the battery depletion rate a replacement pump was sent to the customer to resolve the issue.